Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of a revision required for what the surgeon described as a dislocation (as seen on 1st x-ray when mdm insert and head are still intact). Second x-ray shows pelvis following original on table relocation approx. 2 weeks after 1st revision (1st revision did not involve stryker devices), but the mdm insert can be vaguely seen floating outside the acetabulum laterally after disengaging from head while the "competiror" ceramic head is located inside the metal mdm liner attached to the stem. Scratches can be seen all over the polyethylene which surgeon believes came from attempting to relocate the hip and this may have caused the unusual occurrence of the polyethylene insert disengaging from the head, but the head has stayed on the "trunion". Implant to be returned for investigation.

Manufacturer narrative:
An event regarding dislocation involving a mdm liner was reported. The event was confirmed "following" a clinician review. Method & results: product evaluation and results: the device was not returned but some explant photos were provided. There is some biological material on the outer surface of the mdm liner and some scratching on the inner surface. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: provided x-ray showed dissociated mdm/adm, need operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of a revision required for what the surgeon described as a dislocation (as seen on 1st x-ray when mdm insert and head are still intact). Second x-ray shows pelvis following original on table relocation approx. 2 weeks after 1st revision (1st revision did not involve stryker devices), but the mdm insert can be vaguely seen floating outside the acetabulum laterally after disengaging from head while the "competitor" ceramic head is located inside the metal mdm liner attached to the stem. Scratches can be seen all over the polyethylene which surgeon believes came from attempting to relocate the hip and this may have caused the unusual occurrence of the polyethylene insert disengaging from the head, but the head has stayed on the "trunnion". Implant to be returned for investigation.